Manufacturer narrative:
The autopulse platform (B)(4) was returned for preventive maintenance. The autopulse platform is a reusable device and was manufactured on 3 may 2005. It has exceeded its expected service life of 5 years without any reported complaint upon historical review of service information related to the platform. The platform was received with observed physical damages. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel; the root cause is attributed to a defective processor board. The observed physical damages are unrelated to the system error message observed on the platform during functional testing. After replacement of the processor board and the damaged parts, the device was further tested to full specification and passed without any issue observed.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance and as part of routine service during testing, the platform was examined and displayed a system error, out of service, revert to manual CPR message on the user control panel during initial power up.